Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue.

Event description:
It was reported that, during patient use, a ventilators lower screen exhibited vertical lines. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.